Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels (above 500 mg/dl) that occurred while wearing the pump and treatment at hospital brought bg down. The customer declined to provide additional information at the time of the report. Upon follow-up, the customer reported to have been discharged on (B)(6) 2018 and pump therapy had been resumed. The customer declined to provide further information regarding the reported event.